Event description:
Additional review indicated that the patient had MRI and motor stall occurred, and the motor stall recovery did not occur when the patient left.

Event description:
It was reported that the patient had increased pain and a seroma. The healthcare provider ordered an MRI as the patient had increased back pain starting (B)(6) 2012, and had also developed a seroma. The hcp was "trying to determine if the catheter moved". The medication in the pump was hydromorphone. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8591-38, lot# d10028, implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).